Event description:
During a da vinci-assisted pulmonary lobectomy procedure, the patient experienced "excessive bleeding" and a third suction irrigator kept getting blocked. As a result, the case was converted to open surgery. Intuitive surgical, inc. (Isi) has attempted to contact the surgeon to obtain additional information regarding the reported event. However, no new information has been received.

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or are unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and a site history search shows no complaints filed against those instruments. The logs do not show any evidence that a da vinci suction irrigator instrument was used during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced "excessive bleeding." As a result, the case was converted to an open procedure to control the bleeding. At this time the cause of the intra-operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 13-may-2022, the following additional information was obtained: intuitive surgical, inc (isi) received additional information from the surgeon about the complaint: the surgeon stated ¿I had difficulty maneuvering the stapler within the chest through out the case. The bleeding started immediately after stapler fire on the fissure of the left upper and middle lobes. The pulmonary arteries and veins, and bronchus had already been divided. Bleeding was recognized immediately and suction clogged while trying to find the bleeding site. This was the thoracoscopic suction irrigator used by the bedside assistant. Because of the amount of bleeding, I knew that it had to be due to major vascular structure. Therefore, I folding the lung and held pressure with the tip up instrument over the area of presumed bleeding. This lead to tamponade. Suction was exchanged and a posterior lateral thoracotomy incision created emergently. Once opened, I was able to hold direct pressure through the wound and robot instruments removed from the patient and field. There was bruising on the pulmonary artery to the lower lobe.¿ there was no malfunction of an isi system, instrument, or accessory. However, the surgeon reported that she had ¿difficulty maneuvering the stapler and had unwanted pressure.¿ the surgeon described the intra-operative complication as a "traction injury to the side of the artery with the stapler. The patient experienced a blood loss of 1000mls from the pulmonary artery. As a result, the surgeon elected to convert the procedure to a thoracotomy and the patient received a blood transfusion. In addition, the surgeon performed placement of a direct stitch. According to the surgeon, the patient has been discharged and is recovering as expected. No post-operative complication have been reported. The surgeon stated that there are no images or video of the procedure for review.